Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The company representative reported via email that the customer experienced high blood glucose levels and that the insulin pump had a history anomaly. The customer's blood glucose was over 400 mg/dl. The caller stated that the issue had been ongoing for the last few weeks. The caller stated that the customer appeared not to have eaten in 5 days because she did not have a bolus history. The customer stated that she confirmed that the bolus was programmed with the bolus counting up. The customer declined any further troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.